Event description:
It was reported that during surgery, the quick coupling for drill bits would not lock the drill bits. The quick coupling for drill bits was being used for a market preference evaluation. The shank pin was placed into the patients calcaneus for reduction control using a 393.103 pin driving adaptor inserted into a 530.750 quick connect for drill bits. The driving adaptor had some damage on the quick connect shank. This may have contributed to the complaint event. There were no delays in the surgery due to this event. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
The customer's complaint that the (7534076) quick coupling for drill bits won't secure bits couldn't be confirmed. The device was evaluated and the complaint wasn't reproduced. Without reproduction of the reported problem the root cause of the reported problem cannot be clearly determined.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.